Manufacturer narrative:
Block b3: exact date unknown, event occurred over the last several months from date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting adequate pain relief despite multiple reprogramming attempts. It was also noted that the patient had a non-device related procedure prior to receiving an end of battery life message on the remote control. The patient underwent an implantable pulse generator (ipg) replacement procedure and was doing well post operatively. The explanted device will not be return as it was discarded by the medical facility.